Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The event date is an approximation. Around the third week of january (exact date unknown), the patient reported that her dexcom receiver displayed low shortly after sensor placement on her arm. She noted feeling cold and sweaty but did not perform a fingerstick. In response to the persistent low alerts, she repeatedly took glucose tablets in an attempt to increase her blood glucose. The patient stated that she later developed a stomachache, felt ill, and began vomiting. Despite her symptoms, the dexcom receiver continued to display low, prompting her to go to the emergency room. Upon arrival, her blood glucose was checked via fingerstick and found to be approximately 500 mg/dl. She did not check her dexcom receiver reading at that time. The cgm was removed in the ER, and she was treated with intravenous insulin and dextrose. She remained in the ER for approximately seven hours. At the time of discharge, her blood glucose was around 300 mg/dl, and she was advised to follow up with her physician. The patient reported feeling somewhat better at the time of this report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.